Event description:
The device was used during a bypass procedure. Reportedly, the staples did not form properly and there was clip slippage. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.